Event description:
The physician reports noticing that the crystalens became damaged after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully. Reference MDR # 2031924-2010-00004.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b&l and the device eval is underway. The results will be provided in a supplemental report. Root cause: according to the physician, the primary cause of the lens damage was related to use of the lens injector system, where the iol did not exit the inserter properly.